Event description:
It was reported that during implant, the implantable cardiac monitor exhibited loss of sensing. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.